Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was found to have cracked assembly at the video connector. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional reportable findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cracked connector is due to an external and unspecified force applied to the device. Olympus will continue to monitor field performance for this device.